Manufacturer narrative:
This complaint was confirmed, and the root cause of the damage was concluded to be a result of stress created during the autoclaving process. During evaluation, broken components were observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿the quicklink loader should be inspected for damage prior to use and replaced or repaired as necessary." (B)(4).

Event description:
It was reported that there was a crack in the device. When the hospital wanted to use this quicklink for a procedure, they were not able to turn/fixate the screw because the screw "wire" was torn/damaged. Therefore, the procedure was cancelled by the hospital and the patient was not treated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a crack in the device. When the hospital wanted to use this quicklink for a procedure, they were not able to turn/fixate the screw because the screw "wire" was torn/damaged. Therefore, the procedure was cancelled by the hospital and the patient was not treated.